Manufacturer narrative:
Device evaluation: the stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent wraps. Proximal stent od = (0.039 inches); mid stent od = (0.041 inches); distal stent od = (0.040 inches). Specification = (0.055 inches) max. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the right coronary artery, exhibiting 90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was not inspected. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. It was reported that stent deformation occurred during positioning. The event was due to the use of the device in difficult lesion morphology. The procedure was completed. Patient status post-procedure is alive with no injury.